Manufacturer narrative:
Following a cloud data review conducted on april 23, 2026, it was confirmed that the patient did not initiate use of the omnipod system until (B)(6) 2022. The patient has a dash system registered prior to (B)(6) 2022, indicating that this was the system in use at the time of the reported event. Based on these findings and the event date provided in the complaint, the suspect medical device information in this report has been updated accordingly.

Event description:
The patient¿s daughter reported that in (B)(6) 2022, the patient was admitted to the hospital and diagnosed with diabetic ketoacidosis. According to the daughter, the event resulted in loss of consciousness and a subsequent heart attack, which required intubation. She stated that the pod failed to deliver insulin. The specific date of event, duration of pod wear at the time, and specific blood glucose values were not reported. It was further noted that the patient underwent laboratory testing and required stent placement and continued medical care. The length of hospitalization and specific treatments provided during the admission were not reported.

Manufacturer narrative:
The physical device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis, hospitalization, and subsequent heart attack. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 1.0.91 operating system: data not available hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.